Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident unknown dianeal ultrabag. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered for the events was not reported. The patient was recovering from the peritonitis. The patient is still using the peritoneal dialysis solution

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow up information from the nurse (rn). The rn confirmed the peritonitis event and the hospital admission date. The rn stated that the effluent culture had no growth. The rn stated that the patient was discharged from hospital on an unknown date. The cause of the event was unknown. The nurse confirmed that the patient was recovering. The nurse also stated that the event was not related to dianeal therapy. A batch review was conducted for potentially associated lot number: h11h31070. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.